Manufacturer narrative:
The stapler sheath has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to a fragment of a stapler sheath was reported as having fallen into a patient. The fragment was reported to have subsequently been retrieved during the same da vinci surgical procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the distal end of the stapler sheath broke off and fell inside the patient. The fragment was retrieved without patient harm, adverse outcome or injury. On (B)(4) 2018 intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that as the endowrist stapler instrument was removed, a small part of the stapler sheath was "unraveling" from the proximal end. She stated that it was a "tiny millimeter tear" and hence the customer decided to tear off that part off and continued with the procedure. However, the surgeon then noticed a small fragment of the stapler sheath inside the patient and retrieved the fragment with an unspecified instrument. It was identified that the fragment had come off from the distal end of the sheath. The nurse confirmed that no fragments were retained inside the patient.